Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an esophagectomy, the use of a circular stapler presented several issues. The anvil repeatedly dislodged unintentionally, and its legs were bent, causing difficulty for the surgeon in closing the circular stapler cartridge. The anvil was introduced into the thoracic cavity through an approximately 6 cm incision without resistance, but complications arose when attempting to meet the anvil with the circular stapler cartridge spike. To resolve the issue, the surgeon replaced the device with another circular stapler from a different brand. There were no consequences or impact on the patient, and the patient remained alive with no injury.